Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 12 october 2020 lot 1910258: (B)(4) items manufactured and released on 9-mar-2020. Expiration date: 2025-02-24. No anomalies found related to the problem. To date, 100 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 2 months after the primary surgery reporting pain due to a loose cup. The cause of the loose cup is unknown. The surgeon revised the cup, liner, and head. The surgery was completed successfully.